Event description:
It was reported that the patient's implantable cardioverter defibrillator inhibited pacing while the device is running a capacitor maintenance. No interventions were performed. The patient was in stable condition.